Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 56 mg/dl, 110 mg/dl, and 116 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.